Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "scan again in 10 minutes message" and was unable to obtain readings and required treatment of juice, sugar, and/or food provided by a relative, a neighbor, a friend (a person who is not a doctor). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "scan again in 10 minutes message" and was unable to obtain readings and required treatment of juice, sugar, and/or food provided by a relative, a neighbor, a friend (a person who is not a doctor). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The following additional information is being provided in this report: abbott diabetes care (adc) was able to obtain the following additional information: customer responded to contacted attempts and indicated that they did not experience a medical event due to an adc product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "scan again in 10 minutes message" and was unable to obtain readings and required treatment of juice, sugar, and/or food provided by a relative, a neighbor, a friend (a person who is not a doctor). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.